Manufacturer narrative:
Additional information was received on 12/7/2018. The impacted product was a mentor siltex round moderate profile 275cc saline prosthesis. The lot number has been obtained and populated. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 275cc saline prosthesis, catalog #3542670, lot #113968 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 68108 on 2/26/2019, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: 2600 siltex 500cc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 the patient noted left sided deflation after waking up. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/4/2018, mentor received additional information: is other serious: uncheck is required intervention: check. Explantation date: (B)(6) 2018. (B)(4). The breast prosthesis will be explanted from the patient on (B)(6)2018. On (B)(6) 2018, mentor became aware the following was mistakenly omitted from the initial report dated (B)(6) 2018.